Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03-dec-2019 with the following findings: evaluation revealed the battery compartment was cracked. The battery cap was found to be stripped and unable to maintain an electrical connection, causing power loss and reboots. When a test battery cap was used, the pump powered on with no alarms or power issues during 12 hour testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed the battery compartment was cracked. The battery cap was found to be stripped and unable to maintain an electrical connection, causing power loss and reboots. No power issues occurred when a test battery cap was used. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on 03-dec-2019.